Manufacturer narrative:
It is unknown if other zimmer biomet products were implanted at this time. The product was discarded by the hospital and therefore will not be returned for an evaluation. Because the part and lot numbers are unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
A revision due to infection was reported for a gun shot victim. More information was requested but has yet to be received.